Event description:
It was reported that a procedure was cancelled. An angiojet solent omni catheter was used for a duplex angiogram, aorta procedure. The indication of the procedure was to treat the left leg's fem/sub popliteal arteries. During removal of the device, outside the patient, catheter leakage was noted. The device was removed. The procedure was not completed due to this event. There were no patient complications reported. The patient's status was stable. It was further reported that leaks was observed at tubing/mid-shaft of the device.

Event description:
It was reported that a procedure was cancelled. An angiojet solent omni catheter was used for a duplex angiogram, aorta procedure. The indication of the procedure was to treat the left leg's fem/sub popliteal arteries. During removal of the device, outside the patient, catheter leakage was noted. The device was removed. The procedure was not completed due to this event. There were no patient complications reported. The patient's status was stable.